Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 25.5 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod6 confirmed a kinked pusher assembly. If the device is advanced against resistance or is otherwise manipulated at extreme angles during use, damage such as a kink may occur. The pod6 was unable re-sheathed or advanced completely through its introducer sheath due to the pusher assembly kink; therefore, the device could not be properly functionally tested. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using pod coils, pod packing coils (pod pcs), non-penumbra coils, a non-penumbra microcatheter , a non-penumbra angiographic catheter, and a guidewire. It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician introduced the angiographic catheter, guidewire, and microcatheter into the target location. Next, the pod coil became stuck in the middle of the microcatheter during advancement. The pod coil and microcatheter were then removed and placed in saline. Upon examination of the devices, the physician discovered that the pod coil pull wire was kinked. The procedure was completed using another pod coil, a pod pc, a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.